Event description:
Multiple primary audible alarms were experienced after speaker has been replaced. Requesting main board replacement.

Manufacturer narrative:
Other, other text: one medfusion 4000 pump was returned for the evaluation of the reported issue. It was received with a cracked battery door. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of a "primary audible alarm post error." To further investigate, a power up test was performed. The reported event was not duplicated. The speaker and interconnect board were replaced and the device passed all functional testing.

Event description:
Multiple primary audible alarms were experienced after speaker has been replaced. Requesting main board replacement.